Event description:
It was reported that the patient presented for a device changeout procedure. Prior to the procedure, it was noted that the pacemaker transitioned to backup vvi mode due to electrocautery. Pacing failure associated with electrocautery was also observed. The pacemaker was explanted and replaced. No patient consequences were reported.